Event description:
During verification testing at the service center, the fluid shield was found to be damaged and fluid spillage was noted.

Manufacturer narrative:
During testing, the fluid shield was found to be damaged and fluid spillage was noted. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.